Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. An accuracy confirmation test was performed, and device failed to meet volumetric accuracy specification. Temperature verification test was performed, and device passed all tests. The cycler remote toolbox (crt) software was used to diagnose the device pneumatic system. Crt test revealed no leaks, and all pressures were correct and stable. An external/internal inspection was performed, and no problems were revealed. Pal performed a more detailed inspection of door assembly. Inspection revealed that piston foam is deteriorated, which is the assignable cause of the reported rite failure. Device did not meet specification for the reported problem. Pal has identified piston foam to be scrapped. Correction to the device will be performed during service.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 830.4 ml, drain 1 830.6 ml, fill 2 830.2 ml, drain 2 830.3 ml. These volumes are outside the range of 750.0 ml - 828.2 ml, therefore, this is a reportable malfunction. Rite test failure, no patient involved. After review of the (B)(4) system, the customer discontinued use of the device due to: drop out. This malfunction was found by a baxter technician during service of a device that was returned as a drop out and was not reported by the customer.